Manufacturer narrative:
Based on the results of the investigation, a definitive root cause cannot be identified. Customer repaired the device onsite and did not return it for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. Device manufactured 6+ years ago. This issue is addressed in the instructions for use (IFU): chapter 3. Inspection before use 3.3 inspecting the connectors. Check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor the field performance of this device. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the yellow connector is broken on the reprocessor. This was found during customer repair of the reprocessor. There were no reports of patient harm associated with this event.